Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patients representative reported bilateral capsular rupture, dizziness, sensitivity disorder, eyesight disorder, anxiety and difficulty nursing. (Tingling in the arms and upper body) followed by speech and vision problems, numbness of the hands, wrists pain, sleep disorder and restlessness, chronic fatigue, neck and back pain, depression, sensitivity disorder in the arms and legs, food intolerance, muscle weakness, muscle ache, night sweats, brain fog, difficulty concentrating, forgetfulness, numbness in the arms and legs, sensitivity to temperature and light, difficulties swallowing, hair loss, rash, constipation, feeling of suffocation, chronic fatigue syndrome, stabbing pain in the breast and nerve pain, device migration, knots in the breast¿ this record relates to the right side. Device location is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.